Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient remembered that she was sleeping in her bed in the morning and the next thing she knew was she's in the emergency room. She stated that her neighbor found her unconscious in her bed so the neighbor called 911. Since she was unconscious, she could not provide details of how her neighbor found her, if medication was provided or is any bg finger sticks was taken by the paramedics before going to the ER. The patient stated that she could not remember bg and cgm values when she arrived at the ER but it was more than 30 mg/dl off. The bias of the inaccuracy was not described, nor was the glycemic state during the period of unconsciousness. She remembered that they administered (B)(4) units of insulin via injection and IV fluid. The patient stayed at the hospital until (B)(6) 2025. Before she was discharged (unspecified time) her bg finger stick value was 189mgdl and could not remember the cgm reading. At the time of the report, the patient was feeling better. Their current cgm reading was 247 mg/dl and the bg was 224 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 30 points. The reported glucose values fall within the a zone of the parkes error grid was taken at the time of the call. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided on 11/11/2025. This information is to update the information in section b5 in the initial MDR. Prior to the event, the patient was sleeping in her room. Her neighbor was in her house when she was found unconscious on the floor. Her neighbor is a nurse and called 911. The cgm was not checked, and no bg was taken as well. The patient could not remember if her bg was taken in the hospital but she assumes they did. When the patient regained consciousness, she was in the ER (the time between arrival in the ER and when she came to was not known). She was given 30 units of insulin through injection. She was also tread IV fluids all throughout her hospital stay. Her bg was also constantly checked. The patient could no longer remember her exact readings during the event but most of them were in the 300s mg/dl. The patient was discharged on (B)(6) 2025 and was feeling better with a bg of 189 mg/dl. Patient confirmed that she was wearing the same sensor all throughout her hospital stay. Their current cgm reading was 247 mg/dl and the bg was 224 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 30 points. The reported glucose values fall within the a zone of the parkes error grid was taken at the time of the call. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction h2 correction/additional information h6 health effect - clinical code - additional